Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment/ non-emergency treatment was completed as there was the issue was found before the patient preparation. The philips field service engineer (fse) inspected the system onsite and identified there was flexvision pc error that didn¿t allow communication with rest of the system. Upon troubleshooting, it was found nicx10 board of the flexviewing pc was defective. Analysis of system log file showed that there was a malfunction with flexvision pc that points to the communication failure. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the acquisition button to enter patients did not work. The system was in clinical use at the time of the reported event and the patient was moved to another room to have the procedure performed. There was no reported patient or user harm. Philips has started an investigation of this complaint.